Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited "poor" measurements when screwed into the atrium during implantation procedure. It was also reported that the pacing lead was difficult to remove after the helix was retracted. The helix was extended and retracted again and the lead was removed. The physician suspected this could be due to patient anatomy, but confirmatory imaging could not be carried out. The procedure was completed with a new pacing lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead with the helix extended and bent. If information is provided in the future, a supplemental report will be issued.